Event description:
It was reported that the programmer had high continuity between the ventricular output pins. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer had high continuity between the ventricular output pins. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the customer comment that there was high continuity between the ventricular output pins. Analysis did find that the keyboard was scratched. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.